Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred and that the insulin gauge was intermittently inaccurate. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.